Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module defective. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd module. In addition, we confirmed that insertion flexible tube crushed; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report, it was evaluated to submit MDR.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No image, also with test pcb, ccd defect. The time of event is unknown. There was no report of patient harm.